Event description:
Device was picked up by a nurse and the end of a needle which had worked its way out of the machine at a side seam, stuck the thumb of the nurse. Nurse was evaluated and treated for high risk exposure.

Manufacturer narrative:
This report is being submitted in response to a 483 from FDA during an inspection of e med future.